Event description:
Consumer complaint of about high blood results. Performed blood test, 190 mg/dl. Results in memory were as follows: (B)(6) at 9:57 am 275 mg/dl; (B)(6) at 8:42 pm 196 mg/dl; (B)(6) at 5:18 pm 209 mg/dl; (B)(6) at 10:08 am 149 mg/dl. Caller states she normally runs 100 mg/dl in the morning and 150 mg/dl before bedtime. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).